Manufacturer narrative:
The investigation has been completed. The console (ic3980) was sent back for further investigation. Visual inspection of the purge assembly area confirmed a broken blue retainer. The root cause of the aic issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc broken. A new console was used without any issues. No patient was involved.